Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6(nvestigation findings, component code, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the unit was not getting switched on and needed a power supply. The power supply was provided by the customer. The unit was tested and handed over to the customer in working condition.

Manufacturer narrative:
Updated data: b4, d9, e1 initial reported name , initial reported mail ID, e3, g3, g6, h1, h2, h3, h6 (investigation findings, investigation type, investigation conclusion, health impact), h11. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) was not switching on. There was no patient involvement reported.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6).a supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that the cs100 intra aortic balloon pump does not switch on. No one was harmed onsite.